Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid left anterior descending (lad). Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 2.75x33mm xience xpedition stent delivery system (sds) failed multiple attempts to cross the lesion due to interactions with the patient's anatomy and the proximal shaft separated. As the separation was on the proximal shaft, the sds was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 2.75x33mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.